Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with burning sensation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: clinical code added 2146-burning sensation. H6: device code updated 2993- adverse event without identified device or use problem. H6: investigation code added 3331 - analysis of production records. H6: investigation code added 4114- device not returned. H6: investigation findings code added 3221- no findings available. H6: investigation conclusions added 4315 - cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient was experiencing internal burning sensation from the xl coilette at night. It was confirmed that it's not temperature hot. The patient mentioned that she was not wearing a sock. The patient stated that the coil is warm to the touch. The burning sensation goes away immediately once the coil is removed from her foot. The pain level is between 3 to 5. It wakes the patient up at night. The patient has not increased her daily activities. The patient has not contacted her doctor. The burning sensation starts between 2 and 5 hours after she starts her treatment. The patient did not contact her doctor. The patient was sent a replacement sflx 1 coil. The patient stated the new coil is not heating up. Everything is working fine. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing internal burning sensation from the xl coilette at night. It was confirmed that it's not temperature hot. The patient mentioned that she was not wearing a sock. The patient stated that the coil is warm to the touch. The burning sensation goes away immediately once the coil is removed from her foot. The pain level is between a 3 to 5. It wakes the patient up at night. The patient has not increased her daily activities. The patient has not contacted her doctor. The burning sensation starts between 2 and 5 hours after she starts her treatment. The patient did not contact her doctor. The patient was sent a replacement sflx 1 coil. The patient stated the new coil is not heating up. Everything is working fine. It was reported that no further information is available.